Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed - however, it was believed that the remaining liquid in the air or water channel flowed out of the nozzle after the endoclens neo (3rd party reprocessor) was used. There is a possibility that the user facility could reduce/prevent the occurrence of the relevant event per the following instructions for use (IFU): "reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories ¦flush the air/water channel with water and air : to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." It is further suggested that the user facility inspect the device according to the instructions for use (IFU) prior to use and on a regular basis. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that red liquid leaked from the tip of the evis lucera elite colonovideoscope after reprocessing with endo cleanse neo about 10 minutes prior to a procedure. It was unknown which tip the liquid was coming from. There were no reports of patient or user harm associated with this event.